Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 133 mg/dl at the time of incident. Troubleshooting found that the pump cannot go through the bolus sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was monitored with multiple basal rates and the pump functioned properly. No blank display or display anomaly was noted during testing. No damage inside the pump was noted. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart tests and all operating current measurements were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.